Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection confirmed there were frayed wires on the power supply cord. The field reported event was confirmed.

Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.